Event description:
Per the independent repair center, the customer alleged problem is there is a bad alarm. The key failure is the power switch has a low audible alarm. As stated on the repair statement additional malfunction on this device: pilot valve alarms & shuts down.